Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of large volume infusor ruptured during patient infusion. It was further reported that the rupture resulted in an antibiotic leak into the bottle. The patient did not receive the full amount of antibiotics over twenty-four hours. The device had been filled with cefaxitin 12000mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6: h4: the device was manufactured from february 18, 2021 - february 19, 2021. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition was not determined; however the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.